Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of the image size being too small could not be confirmed. However, there was a total loss of image and was caused by a faulty board. The age of the circuit board and stress from heat and humidity may have contributed to its failure. Additional information has been requested regarding this event. If additional information becomes available at a later date, this report will be supplemented.

Event description:
The customer reported to olympus, when first connecting, there was no image on the screen when using the evis exera iii bronchovideoscope. After reconnecting the device, the image was displayed but then the image size was too small to work. During inspection and testing of the returned device, there was a complete loss of image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, failure of the circuit board unit occurred during user handling, causing no image to be visible on the monitor screen. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.